Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was 118 mg/dl. The customer stated that his last sensor gave lost signal. The customer was advised to reconnect sensor and check connection with sensor and minilink. The customer was advised that we sent 2 sensors to cover the first 2 sensor. The customer was advised to call first before pulling out any sensors.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.